Event description:
The reporter stated the lens is sliding back in the funnel, does not stay in place in the sfc-25 fp cartridges. And also feels a little resistance when advancing the lens. Further information has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4) (feels a little resistance when advancing), (lens does not stay in place in cartridge), lot number search. A lot number search was performed and one similar complaint was found. (B)(4).